Event description:
New information notes that patient also received inappropriate shocks. The lead was explanted.

Manufacturer narrative:
Internal insulation abrasion was found underneath the svc shock coil at 18.2-19.8cm from the distal tip. The etfe coating of the ring electrode sensing conductors was abraded at this location. This could contribute to the reported noise.

Event description:
It was reported that during a followup, noise on rv channel was observed on stored egm. Noise was reproducible with isometrics. Lead remains implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.